Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a04 captures the reportable event of stent cover damaged/defective. Imdrf device code a0406 captures the reportable event of stent material deformation. Block h11: the wallflex biliary stent was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes a photograph of the stent. A media analysis was performed where it can be observed that the stent was damaged/unraveled. Media analysis confirmed the reported events of stent cover damaged/defective, stent material deformation and stent difficult to remove. The investigation concluded that the reported events were most likely caused by factors encountered during the procedure such as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, the most probable root cause of the reported event is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted in the distal common bile duct to treat a benign stenosis during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. On (B)(6) 2025, nine (9) months post stent placement, stent removal procedure was performed. During stent removal, the proximal cover of the wallflex biliary stent got stretched, and the physician encountered difficulty in removing the stent. The stent was eventually removed, and the procedure was completed. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: a photograph provided by the complainant showed that the stent was deformed